Manufacturer narrative:
This report is filed on february 03, 2017.

Manufacturer narrative:
This report is submitted on (B)(6) 2016.

Event description:
Per the clinic, the patient experienced a performance decrement due to extrusion of the electrode array. Subsequently the device was explanted on (B)(6) 2016.